Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. Partial console logs (obtained from the cloud) from the reported day of event were analyzed with respect to pump performance and suggested that the issue might be caused by the console. Console had not been returned for investigation. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that the impella automated impella controller had optical signal issue. The impella cp was running without any problems. There was no harm to the patient.